Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty was performed with a non-medtronic (numed) 25 millimeter (mm) balloon. A post-implant gradient of 17 millimeters of mercury (mm hg) was noted. Approximately 3 years and 11 months later, severe central aortic regurgitation was observed. The patient is planned for a valve-in-valve procedure to address the regurgitation.

Manufacturer narrative:
Updated data: a4. B3. B5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if addtiional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 25 millimeter (mm) balloon. A post-implant gradient of 17 millimeters of mercury (mm hg) was noted. Approximately 3 years and 11 months later, severe central aortic regurgitation was observed. The patient is planned for a valve-in-valve procedure to address the regurgitation. Additional information was received that during the implant procedure of this valve, a pre-implant bav was performed using a 22 mm non-medtronic balloon. The post-implant bav was performed due to a post-implant gradient of 35 mm hg, and the gradient following the post-implant bav was 17 mm hg. The valve-in-valve procedure to address the failed valve has not been performed yet.

Manufacturer narrative:
Updated data: b2. Date of death is unknown. Year is confirmed valid. B5. D6b. Explanted date is unknown. Year is confirmed valid. H1. The original information indicated the event was a serious injury. Additional information indicates that the patient died. The event is now a reportable death. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, a post-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 25 millimeter (mm) balloon. A post-implant gradient of 17 millimeters of mercury (mm hg) was noted. Approximately 3 years and 11 months later, severe central aortic regurgitation was observed. The patient is planned for a valve-in-valve procedure to address the regurgitation. Additional information was received that during the implant procedure of this valve, a pre-implant bav was performed using a 22 mm non-medtronic balloon. The post-implant bav was performed due to a post-implant gradient of 35 mm hg, and the gradient following the post-implant bav was 17 mm hg. The valve-in-valve procedure to address the failed valve has not been performed yet. Additional information was received that a redo transcatheter aortic valve replacement (tavr) was performed using a 24.5 mm non-medtronic transcatheter valve at node 4. Following the implant of the non-medtronic valve, the valve dislodged into the left ventricular outflow tract (lvot). Subsequently, the procedure was converted to open heart surgery, and both transcatheter valves were successfully explanted. A surgical aortic valve replacement (savr) was performed using a 21 mm medtronic surgical valve. However, following this procedure, the patient died.

Manufacturer narrative:
Updated data: b5 d6b h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was receive that following the implant of the non-medtronic valve, the valve dislodged into the left ventricular outflow tract (lvot). Following the surgical aortic valve replacement (savr), complication of hemoperitoneum was reported and the source of bleeding could not be identified.